Event description:
Per nurse clinical educator communication from (B)(6) rn.: "description of event: pt reported a pump alarm. Pump notifying pt of line occlusion. Pt reports changing [veletri] cassette and tubing; all efforts ineffective. Pt contacted pah after hours number and was directed to ER. Pt currently in hospital started on IV veletri peripherally. Per md in ER, there is likely a problem with central line. Pt will reach out with updates and is stable at this time." Date of admittance/ discharge or length of ER/hospitalization is unknown. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. If provided on the form, the product lot number and expiration were systematically retrieved from the dispensing system. No additional information is available at this time. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No; if yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes, upon patient return, did we replace device? No; did the patient have a backup device they were able to switch to? Unknown. If yes, was the patient able to successfully continue their infusion? Yes, in the hospital is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved.